Event description:
Info received indicates with the brake on, the brake locks the wheel but the caster continues to swivel.

Manufacturer narrative:
The technician found top of the caster stem broken. The technician replaced the brake caster to repair the stretcher.